Event description:
Pt had a roux-en-y gastric bypass for morbid obesity. They had decreasing urine output, abdominal pain, & hypoxemia and septic 3 days later. CT of chest 1 day later showed massive peritoneal fluid, suggestive of a leak. They were taken to surgery for exploratory lap, lysis of adhesions, revision with small bowel resection of jejunal anastomosis with g-tube placement & drain. An intraabdominal abscess was drained. They have sepsis likely from an anastomosis leak. Pt has acute renal failure, respiratory failure, metabolic acidosis, hypoxia secondary to atelectasis. Pt remains on a ventilator in critical condition in ICU.